Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer auxiliary 4.1 was off the bus and would not recover. A field service engineer rebooted the station; no lights were observed in drawer 4.1. The drawer was removed and inspected, revealing that a capacitor had fallen off the moab. Replaced the moab, powered off the station, reinstalled the drawer, and powered the station back on. Addressed the new drawer, and pharmacy staff verified it was functioning normally. The fse confirmed that rubber rail bumpers were in place. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.